Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The conditions of the event were replicated and the system was found to be fully functional.

Event description:
A registered nurse reported, from the site, that during an ent procedure, the landmarx evolution system froze and displayed red crosshairs in the navigate task of the landmarx application. She explained that this behavior occurred after the surgeon stopped using the system for a few minutes. The nurse said that they tried pressing the foot pedal to resolve, re-verifying their instruments, and troubleshooting with a medtronic rep - with no resolution. The surgeon chose to proceed with the case without the use of the system. There was no pt impact.